Event description:
Adult patient transferred s/p cardiac arrest. Orally intubated at an outside facility; in the ICU and requiring cvvh dialysis; and levo/neo/vaso. The device was being used to protect the skin around his mouth and lips. Patient noted to have a 1 x 2.5 cm dti on upper lip underneath the hollister anchorfast guard. Surrounding skin is intact. No drainage noted, however the patient is diaphoretic.